Event description:
The pt stated that, she has "irritation and soreness" around her infusion site and she has observed high blood glucose readings on three occasions. She reported a high blood glucose reading of "400+mg/dl". She stated that, she has a "slight build and has scarring on her abdomen". For that reason, she "attempts to avoid her regular sites due to the scarring". She described "irritation" as tenderness at the infusion site with insulin leaking at the insertion point. She was visually impaired and she mentioned that she regularly slept on her infusion sites. She corrected her elevated blood glucose levels by adjusting her infusion site and administering a bolus of insulin. She was educated regarding infusion site management and she switched to an alternative infusion set to address the reported "irritation and soreness". The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for eval.